Event description:
It was reported that during an open hysterectomy, an error 5 was displayed during use. Although the device was activated after the device was reset, an error 5 was displayed again. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device might have contacted with something hard such as a forceps. One device will be returning. After the device was received at the affiliate's facility, the blade was broken off when an agent touched it.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. (We were informed that the device's blade tip broke off when handled by the agent.) The reported complaint was for an error code 5. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The damage to the blade is consistent with the surgeon's comment that contact with forceps may have occurred.